Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was in the 300's mg/dl range. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Tandem technical support educated the customer in possible causes of occlusions (temperature changes, inflammatory response, etc).